Manufacturer narrative:
Reporter first name: unknown. Reporter last name: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that ¿therapy delivery test failed.¿ there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Based on the available information, asp evaluated the device and replaced the defective dfm100 capacitance assembly with a new dfm100 capacitance assembly, restoring the device to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a defective dfm100 capacitance assembly. The reported problem was confirmed.